Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated: d10.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to failure of high brightness motor and turret motor. The evaluation also found that the high brightness did not work due to wear of the detection lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that all the visera pro xenon light source lamps were flashing (turret error). The issue was found during preparation for use (generated when power is turned on). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the high brightness motor and turret motor. Olympus will continue to monitor field performance for this device.